Event description:
It was reported that the right ventricular lead had low pacing impedance and was found to be dislodged. The device has been turned off at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.